Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported difficult to insert into the anatomy appears to be related to patient conditions. The atrial perforation appears to be related to procedural conditions and likely due to the difficult insertion. Atrial perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the atrial septal defect. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Difficulty was met inserting the steerable guide catheter (sgc) due to the anatomy. One clip was implanted, reducing mr to 1. After the procedure, it was noted the lateral atrial wall was dissected between the right pulmonary artery and the left atrium. As the patient was stable, no treatment was performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.